Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection however the reported failure was confirmed by 3rd party service. A root cause could not be identified. Based on the results of the investigation, it is likely that image transfer to monitor not suitable and printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited no image. The event occurred during inspection for use. There were no reports of patient involvement.